Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva tpn bag leaked prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: d4, h4, h11. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between february 16-17, 2024. H11: five (5) actual devices and twenty-six (26) companion samples were received for evaluation. A visual inspection was performed on the actual samples, and the reported issue of leakage was not easily identified. The companion samples were visually inspected, and a defect was identified on the right side shoulder port weld of 2 of the 26 companion samples, which likely would leak to leakage. Functional leak testing was performed on the actual samples, and leakage was immediately observed from the right side shoulder port weld. Functional leak testing was also performed on the two companion samples that appeared to have a right side shoulder port weld defect, and leakage was observed from the right side shoulder port weld. The reported condition was verified. The cause of the reported issue could not be determined; however, the likely cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.